Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: unknown, implanted:(B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown, ubd: unknown , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving compounded baclofen 2000 mcg/ml at 614.3 mcg/day via an implantable pump for an unknown indication for use. It was reported that the last follow up refill visit of the pump happened on (B)(6) 2018. When interrogating the pump, a motor stall was recorded at the date of (B)(6) 2018 at 10:11. On (B)(6) 2018 at 10:11, the logs indicated "stopped pump may exceed tube set" message. The pump logs indicated that on (B)(6) 2018 at 15:37 a motor stall recovery had occurred. The expected volume in the pump was 3 ml and the removed volume of the pump was 3 ml. Therefore the physician assumes that the baclofen was delivered. It was reported that for several weeks already the patient had a spasticity increase (no withdrawal). The physician suspected a catheter issue and the patient should have additional explorations to determine if the catheter is involved (no date yet). It was reported that the patient would be monitored. It was reported that the pump will be replaced on (B)(6) 2018. The patient status at the time of this report was alive-no injury. Additional information was received. It was reported that the catheter was implanted in (B)(6) 2018, like the pump. It was reported that the devices will be replaced, but the replacement procedure is not planned yet. It was reported that no cause for the motor stall was found. It was reported that the center will call the manufacture representative when the pump and the catheter will be available for return. No further complications were reported and/or anticipated.

Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer, physician; product ID: 8780, lot# unknown, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the physician didn't observed any issue with the catheter because they could see a "lcr" flow and was able to inject saline solution into the catheter. However, they decided to change the complete system. After the pump and catheter replacement, the patient¿s spasticity was much improved. It was reported that the lot number of the catheter was unknown. No further complications were reported and/or anticipated.

Manufacturer narrative:
Additional analysis of the pump identified there was no breach in the insulation of the feed through wire; no anomalies were identified. Code: fdr updated to 213. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluated by MFR: analysis of the pump found a motor wire anomaly causing a short. Analysis of the returned sutureless connector (sc) assembly found that the sc connector was damaged at explant. Eval code method: code 4118 no longer applies to this event, eval code result: code 3233 no longer applies to this event. Eval code conclusion: code 11 applies to the pump and code 67 applies to the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.